Manufacturer narrative:
Product analysis conclusion: the reported suprarenal stent separation , stent migration and loss of proximal seal were confirmed; however, the cause of the events could not be determined from the limited films provided. Stent fracture of the ipsilateral limb of the endurant bifurcate in two different areas was also observed. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Complete post-implant CT's and earlier CT's were not available preventing a more thorough assessment of the events and a comparison of the stent graft in vivo configuration over time. It is possible that disease progression, with aneurysm morphology changes over the 9 years since implantation may have been a contributory factor to the reported events, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient during the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported approximately 9 years post implant that follow up imaging revealed that the device had come apart with the top uncovered fixation stent no longer attached to the rest of the stent graft which has migrated distally. The aortic aneurysm is no longer sealed and is at risk of rupture as a result of the device failure. Another endurant stent graft etuf3614c102ee was implanted. It was noted that the patient has had multiple reinterventions on unknown dates. The cause of the migration and loss of seal is undetermined. No additional clinical sequelae were reported and the patient will be m onitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unknown endurant stent graft, serial number unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.